Event description:
It was reported that during a lead revision procedure, when the new lead was inserted into the pulse generator, body fluid was noted to emerged from the setscrew septum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.